Event description:
Customer states after 35 hours of use on a pt a nurse confirmed the air leakage caused the alarm of the ventilator. Reported the connection of tube with the unit seemed not to be as deep as usual. The caller confirmed that recannulation of a replacement tube was required.